Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eleven (11) unused samples were submitted to the manufacturer for evaluation. Initially, the reported lot number was unknown, but the packaging of the received samples noted that the lot number is 24h03g8315. The samples were taken for a strength test of dynamic tensile load between the catheter and catheter hub, glue level on cannula and dynamic tensile load between cannula and cannula hub, according to the test specification. All strength test results were reported as passed for the received samples. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the returned samples are within specification; the reported defect could not be observed or replicated. Therefore, the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): the needle remained in the catheter in a patient's subcutaneous tissue, despite the removal of the safe needle device.